Event description:
A malfunction code was reported, identified as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the issue did not recur after reset; the customer was instructed to continue using the pump and was advised to call back if the malfunction reoccurred.